Event description:
Patient had implant at another facility with another physician. Per current md, patient is requesting essure device be removed during her scheduled hysterectomy procedure. Per current md, patient is requesting removal of device due to pain and dysmenorrhea.